Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-01501. It was reported the patient is experiencing ineffective stimulation from his scs system. An sjm representative met with the patient for system diagnostics and confirmed mulitple lead contacts are invalid. Surgical intervention may take place at a later date to address the issue. As it is unknown which lead is involved in the reported issue, all possible lots are being reported.